Event description:
"Caller alleged discrepant results compared with the reference. Results as follows: " date: (B)(6) 2013, pt's inratio2: 3.7, doctor's inratio2: 2.0; (B)(6) 2013, 3.9, 2.7. Therapeutic range = 2.5-3.5. Result on patient self tester's inratio is from first blood drop. Result from doctor's inratio was from second drop of blood from same finger.

Manufacturer narrative:
Investigation pending.